Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.